Manufacturer narrative:
(B)(4). Analysis description: final analysis confirmed the reported complaint of backup operation. The backup was due to multiple bit flips, and a product code download restored device operation. Exposure to electromagnetic interference may have contributed to the event.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The pulse generator exhibited backup operation. The device was explanted and replaced.